Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter and molding defect with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter and molding defect was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® edta 2k there was an issue with foreign matter. The tube had foreign matter and the tube was discolored. The following information was provided by the initial reporter, translated from (B)(6) to english: fm was in the tube. The tube was discolored.